Manufacturer narrative:
Manufacturer ref no.:(B)(4). Baxter evaluated the device and found that the upstream sensor was failing. It was determined that this failing part caused the false upstream occlusion alarms and has been replaced.

Event description:
During review of the event history log it was determined that a repeating pattern of upstream occlusion alarms suggests that the device was falsely alarming for upstream occlusions. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.